Event description:
It was reported during an implant attempt, that the lead had low r-waves and elevated thresholds. It was also reported that the lead was unable to explant and reposition as it required excessive counter clockwise rotation without success and it had to be removed with traction/counter traction. It was also reported as infection. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead was unable to explant and reposition as it required excessive counter clockwise rotation without success and had to remove with traction/counter traction. It was also reported as infection. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was analyzed and no anomalies were found. However, all conductors were distorted, there was blood on the helix and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was analyzed and no anomalies were found. However, all conductors were distorted, there was blood on the helix and the lead was stretched.